Manufacturer narrative:
The reported event of helix ¿bent/sprung¿ was confirmed. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray inspection found no anomaly at the connector region. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. The cause of the reported event was isolated to helix stretched/bent and clogged with blood/tissue consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the left bundle branch (lbb) lead was bent during repositioning and was caught on the tricuspid valve upon removal. The lead was not used and replaced during procedure. The patient was discharged post-procedure.